Event description:
7f destination renal guiding sheath (45cm ref- rsr04 lot0000484177 exp 7/1/2026) inserted into right femoral artery. Penumbra lightning bolt 7 (indigo system 7f 130cm ref - litngbt7tq130 lot h00004313 exp 1/1/2027) inserted through destination sheath (mentioned above) for placement in the left lower extremity (lle) artery. During use, the surgeon noted he was unable to advance the catheter. Imaging was taken and md noted a kink in the catheter and sheath. Md attempted to advance a wire through catheter but was unsuccessful. While attempting to remove the catheter and sheath, both devices broke into two pieces (four total). All pieces successfully extracted.